Manufacturer narrative:
(B)(4). The customer reported they had a delay in obtaining a 12 lead ECG during a patient event. The customer eventually was able to obtain the 12 lead. There was no negative patient impact reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, they had a delay in obtaining a 12 lead ECG during a patient event. The customer eventually was able to obtain the 12 lead. There was no negative patient impact reported.